Event description:
The pt was hospitalized due to elevated blood glucose levels.

Manufacturer narrative:
The pt reported not rewinding, loading and priming the pump following a battery change and subsequently not receiving insulin. The pump user guide instructs that a full rewind is required following a battery change. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed.